Manufacturer narrative:
Field service engineer (fse) confirmed the report that the collimator shutters were not moving properly, finding the lateral shutters were completely closed, but the longitudinal shutters were working fine. Fse manipulated the stuck shutters, reset the connectors on the motor and checked the wiring. The shutters started to work normally. Fse tested the shutters and ran them multiple times without any failures. Fse then tested the system per service checklist and returned the unit to the customer for full service.

Event description:
Customer reports during an unknown procedure on a male patient the fluoro failed when the collimator was stuck in the closed position. The manual override did not work and neither did rebooting the system. The physician was able to complete the procedure with endoscopy. No reported injury.